Manufacturer narrative:
(B)(4).

Event description:
During failure investigation of a graphic user interface (gui) printed circuit board (pcb), it was observed that various settings on the gui display were behaving erratically. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.